Event description:
Reporter indicated that device diagnostic testing performed at office visit resulted in high lead impedance reading (specifics unk), indicating possible device malfunction. It was also reported that the pt is experiencing an increase in seizure activity and an 'electrial shocking pain in the chest.' Revision surgery to reposition the generator is being considered because the pt has frequent mammograms in the area where the device is currently located. It is believed that the mammography has caused migration of the generator. Report is icomplete beause no response has been received to manufacturer's requests for additional info from treating neurologist. Leak break or generator/lead connection problem is suspected.

Event description:
Further follow-up revealed that the patient underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. It was reported that it had been determined that the lead was not f unctioning and the physician "determined that the lead was not allowing the stimulation to be delivered".